Event description:
It was reported by service report that the load wheel assembly had broken-off from the headsection. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Screws in load wheel assembly.